Event description:
The customer reported an unspecified high reading on the adc freestyle libre sensor scan, as compared to an unspecified blood glucose reading from the freestyle libre reader. The customer experienced weakness and "difficulties in speech". The customer was treated with 2 sugars in water by her husband, and the paramedics were called. A paramedic meter reading of 47 mg/dl was obtained, as compared to a sensor scan reading of 371 mg/dl. The customer was treated additionally by her husband with chocolate and "concentrated milk stick" after the paramedic meter reading was obtained. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted.upon extended investigation, it was determined that the serial number provided by the customer (0m0061nuelr) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unk

Manufacturer narrative:
Additional information: section d4 (serial no), section d4 (expiration date), and section h4 (device mfg date) were updated based on returned product investigation. Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was removed and the plug assembly was inspected, the sensor plug was not properly seated in the mount (indicating improper assembly by user). The sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. Extended investigation was also performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to libre readers. Therefore, no further investigation into the reader is required. Dhrs for the libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release.

Event description:
The customer reported an unspecified high reading on the adc freestyle libre sensor scan, as compared to an unspecified blood glucose reading from the freestyle libre reader. The customer experienced weakness and "difficulties in speech". The customer was treated with 2 sugars in water by her husband, and the paramedics were called. A paramedic meter reading of 47 mg/dl was obtained, as compared to a sensor scan reading of 371 mg/dl. The customer was treated additionally by her husband with chocolate and "concentrated milk stick" after the paramedic meter reading was obtained. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported an unspecified high reading on the adc freestyle libre sensor scan, as compared to an unspecified blood glucose reading from the freestyle libre reader. The customer experienced weakness and "difficulties in speech". The customer was treated with 2 sugars in water by her husband, and the paramedics were called. A paramedic meter reading of 47 mg/dl was obtained, as compared to a sensor scan reading of 371 mg/dl. The customer was treated additionally by her husband with chocolate and "concentrated milk stick" after the paramedic meter reading was obtained. There was no report of death or permanent injury associated with this event.